Event description:
Additional information was received from the manufacturer representative (rep) reporting that diagnostics/troubleshooting performed related to the residual stimulation was the device was checked and seemed to be functioning normally at this time. The cause of the residual stimulation was not determined, but the issue resolved. No actions were taken to resolve the residual stimulation. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was seen to investigate his claim of feeling stimulation in his belly despite the stimulation being turned off, and output at 0 volts. The patient's impedances were all normal. The coverage and therapy is normal. The patient is going to be meeting with the surgeon on (B)(6) 2020 to review. The patient is getting good therapy with no changes since his fall. At this time the device is functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that on (B)(6) 2020 he fell 13 feet out of his attic and he fractured his back in 2 places. The patient reported that since that fall, his ins was working but he had to keep his stimulation lower than he used to because if he turned up the stimulation it was too strong for him. Additional information was received from the patient. Patient reported that since his fall in (B)(6) he has been unable to completely turn his stimulator off, left with a residual sensation in his abdomen. Manufacturer representative (rep) attempted over the phone to ensure device was turned off both with patient programmer, amplitude set to zero, and with the recharger. Patient states the sensation persists. Set follow up to check device with clinician programmer.